Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected pump error 63 alarm during testing however, pump error 63 alarm, variable 9, is located in the formatted history file due to a software error. No pump error 2, 28, or 79 alarms noted during testing. Pump received with severely scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose was 115 mg/dl at the time of incident. Customer reports they were able to clear the alarm and able to rewind the insulin pump. The customer was able to performed the displacement test and self test and test were passed. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.